Event description:
It was reported that during a lap cholcecystectomy procedure, the device was pulled through the umbilicus and ripped open, spilling into the wound site. Not sure how case completed. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.